Event description:
On friday (B)(6) 2025 my mother woke up with chest pain, left arm weakness, dizziness, nausea and pain in her head, not made worse when active. She had 3 similar episodes during the night. An ambulance took her to our local hospital. On saturday it was determined that a lead on her pacemaker was not capturing low heart rate (25-30) causing her symptoms. An external adjustment was made after interrogating the unit. On sunday she experienced another episode. It was determined that there was a broken lead failing to capture the low heart rate. The decision was made to surgically replace the lead, which was done on tuesday (B)(6) 2025 at (B)(6). My mother is 85 years old. Having to go through this procedure again after having her unit installed less than a year ago is very difficult. She will again require care at home to recover and be limited in her normal day to day activities.